Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 1 of 5. The hp reported breaking the wrong portion of the plastic connection on the supply line which resulted in the bag being connected improperly. The technical service representative (tsr) reviewed the proper setup procedures with the hp and instructed to re-set up for therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no device analysis could be performed. If additional relevant information becomes available, a supplemental report will be submitted.